Event description:
It was reported by the sales rep that the device was used in a CABG w/"ima". It was reported that the md usually uses hp051 for his "ima" dissection. However, there was not a sterile hp051 for him to utilize, so he chose to utilize the enclosed dh105 and hp052. He used full power for approximately one minute before the blade failed. The blade was retorqued and there was no response. He finished the dissection with the bovie. There is no consequence to the pt.